Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged connector, stuck) has been confirmed. Upon investigation the electrode belt was unable to complete essential performance testing. The cause for the failure was the trunk cable connector was damaged and unable to connect to a monitor. The root cause for the damaged connector was excessive force. No adverse events occurred from the defective electrode belt. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged case) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the receptacle. The root cause for the damaged receptacle was excessive force. No adverse events occurred from the defective damaged. Manufacture dates: electrode belt sn (B)(4) - 4/3/2014, monitor sn (B)(4) - 6/3/2020.

Event description:
A us distributor reported that a patient's monitor case was damaged and stuck to an electrode belt.